Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of perforation is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Attachment: user facility medwatch report.

Event description:
User facility medwatch report received that states: "event description: 1. Situation after the procedure, the sheath (a line, 4fr) that was punctured on the right leg was pulled out and was switched to the 9fr sheath. When the perclose was inserted into the vessel, vascular injury was confirmed. The physician said that the vessel in which the vascular injury occurred was not the same vessel as the one where the ablation-related sheath was located, and there was a low possibility of a causal relationship with the bw products. However, the event was reported because the cause was unclear. 2. Timing after the procedure and all catheters were pulled out from the patient's body. During hemostasis. 3. How to complete the procedure the ablation itself had been completed. During the procedure, there was no change in the patient's condition. After all the catheters were removed from the patient's body, the event occurred during hemostasis. Ngen software version is ver:2.0.27.1112. Description of health hazard (other): after the procedure, the perforation occurred near the puncture site on the leg. Progress: a stent was inserted into the leg, and the patient's condition was confirmed to be stabilized. Physician. Assessment of the health problem: non-serious (moderate/minor). Extended hospitalization: no. Causal relationship with the product: unknown. The physician's opinions on the relationship between the event and the product (comments): the information was unable to be collected from the main physician because it was the emergency situation. According to the co-medical staff and the 2nd physician, the vascular injury was confirmed when the sheath (a line, 4fr) for the right leg puncture was switched to the 9fr sheath for the neck puncture due to hemostasis with the perclose. They commented that there was a low possibility of a causal relationship with the sheath used for the ablation-related products. The sales rep. Will confirm the details of the cause in the next case. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. History of medical history/treatment/other diseases currently being treated, etc.: regarding the patient's information, it could not be disclosed by the hospital. The complaint product(s) will not be returned for analysis." No additional information was provided.